Event description:
A surgeon reports that a patient experienced ocular hypertension and postoperative inflammation one day following intraocular lens (iol) implantation. The patient was treated with antibiotics and glaucoma drug therapy. Ocular hypertension was recovered on october 2001 and the ocular inflammation was in remission on november 2001. The association between this event and the iol is not known.